Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the left upper limb. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was placed at the lesion site and pressure was gradually increased. At 6 atmospheres, the pressure suddenly dropped and could not be stabilized despite continued attempts. The liquid in the pressure pump syringe turned red, indicating a rupture, and the balloon was removed. Inspection revealed a small, invisible gap at the junction of the balloon and cutting blade, with water leakage observed during inflation. This suggests a structural failure at the interface, preventing stable pressure maintenance. The procedure was completed with a different device. There were no patient complications as a result of this event.